Event description:
The three implants were originally placed in 2008. The middle implant started to extrude in 2008, and was removed by the physician the following month. In 2009, the middle implant extruded and was removed. Both the middle and left implants were reinserted in the same month. The following month, the left side of the pt's throat started hurting and augmentin (antibiotic) was administered. The pt was admitted to the hosp for 2 days with peritonsillar cellulitis. A whitish color alteration of the left fossa had also developed. Two months later, the left pillar partially extruded and was removed.

Manufacturer narrative:
The customer reported the pt was admitted to the hosp for two days, release, and is currently doing fine. The customer disposed of the implants, and will not be returning samples for eval.